Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Fluoroscopy confirmed the ra lead was fractured. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. According to the field, the ra lead will not be available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.